Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure of the right eye, the patient was unable to see far and drive. The iol was exchanged in a secondary procedure. Additional information has been requested.

Event description:
Six months post surgery the lens was exchanged and is reported to have been ¿easy to peel off from the capsule¿ and ¿easy to replace¿.

Manufacturer narrative:
Additional information provided in b.5, h.3, h.6, and h.10. The explanted lens was not returned. A slide deck was attached. Product history and records were reviewed and documentation indicated the product met release criteria. Associated products are unknown. The root cause cannot be determined for the reported event. The manufacturer internal reference number is:(B)(4).